Manufacturer narrative:
The delivery device was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The lot history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
It was reported that the doctor was advancing the lens and the blue plunger tip came off the inserter and was partially stuck in the patients eye, the doctor removed it with forceps. The lens was implanted with no issue to the patient.